Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for low inr, but now complains of weakness. His pump power and flows increased. The pt's hgb/hct was 11.2/37.2 and ldh was 1323 &up from 1083). His inr was down to 1.0. The pt experienced fluid retention approximately a week prior but it resolved. The pt's log file was reviewed and no unusual alarms or events were noted. Follow-up info from the hospital has been requested, but no further info has been provided.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.